Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (check belt alarms, connector won't stay latched) has been confirmed. Upon investigation, the electrode belt trunk cable connector was defective and would not stay securely connected to a monitor. This caused the reported check belt alarms. The root cause for the defective electrode belt connector could not be positively identified but was likely a manufacturing error. No adverse event resulted from the defective trunk cable connector. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) year old male pt called zoll customer support to report that he was receiving check belt alarms and his electrode belt would not stay connected to his monitor. The pt was issued a replacement electrode belt.